Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and ultrasound probe and the acoustic lens is missing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. D5, h6 (medical device problem code 2306 - component missing has been corrected to 2907 - detachment of device or device component). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a root cause for the malfunction could not be identified. The instruction manual states the detection method associated with the event in "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in "instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)". The event can be prevented by following the instructions for use: ¿ do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.